Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. The DHR was previously performed with an incorrect serial number.

Manufacturer narrative:
Updated: b4, g4, h6

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: in this event the patient developed skin allergies after a short duration from the initial implant procedure. The patient was hospitalized multiple times with a diagnosis of eosinophilic dermatitis. The root cause of this event cannot be conclusively determined with the available information. However, the allergic reaction experienced by the patient is likely attributed to underlying pathologies/conditions. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review is pending and a supplemental report will be submitted upon completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 6900ptfx27 implanted in the mitral position presented at hospital with skin allergy 4 years after surgery. As reported, the patient skin allergy developed "not long time after the valve implant surgery". It was about less than one moth after discharge from surgery. The allergy became more severe and the patient needed to be hospitalized five times after 2 years from surgery. The final diagnosis was eosinophilic dermatitis. The patient was treated with corticosteroids (prednisone acetate tablets). Recurrence of allergy occurred as soon as the dose was reduced, therefore the treatment could not be stopped. The diagnosis conclusions drawn by multiple examinations from hematologists were: 1) eliminate the cause of tumor for the increase of eosinophil cells. 2) the biological valve is the main cause of skin allergy. The cardiac surgeon in west china hospital checked the implanted valve and confirmed it was functioning well. Per the hematologist, the allergy is not caused by the valve metal frame. According to physician's clinical experience, the increase of eosinophilic cell is caused by the biological valve. As reported, during the implant surgery a ring model 4600g28mm was implanted in tricuspid position. The patient has no special discomfort with meat tissues and no history of tick bites. A second surgery to explant the valve was considered but postponed. Patient is under medical treatment and observation.